Event description:
The user facility reported a 76-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that the impella 5.5 pump was unable to advance into the aortic arch during attempted delivery. It was noted that there was relatively severe stenosis in that portion of the artery. After multiple failed attempts, the implant was aborted and an impella cp was placed for patient support. There was no patient harm.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the delivery issue - anatomy was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.